Manufacturer narrative:
.

Event description:
It was reported that the right ventricular lead exhibited high impedance, loss of capture and sensing anomaly, after a whipple procedure. The device was programmed to unipolar configuration and lead remained implanted. The patient would be monitored.